Event description:
It was reported that the t:slim x2 pump battery would not charge, but the issue was resolved before contacting technical support. There was no adverse impact to the customer¿s blood glucose level. The customer switched to a different set of charging supplies, which resolved the issue, and the pump began charging again; no further assistance was required.